Manufacturer narrative:
The high torque step motor (part # 021196) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the step motor as the error could not be duplicated. The probable cause of the reported event could not be determined.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the error by reviewing the error log. The error was reproduced by performing a cup transfer test. The 24 power supply was found unstable. The fse ordered a dc power supply part for replacement. The fse replaced the dc power supply due to a large fluctuation of the 24v when monitoring voltage. Troubleshooting was performed to isolate the cause of the problem which was identified to be the cup transfer y axis motor for the belt. The fse ordered the cup transfer y axis stepper motor part for replacement. The fse found that the y axis pulse court for the c. Trans assy alignment would vary as much as 10 to 15 pulse counts the fse replaced the cup trans y axis stepper motor and performed all the cup trans alignments. There were three fse service visits on three different dates to the customer site for this event. No further action required by field service. The aia-900 instrument is functioning as expected. A 13- month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25may2018 through aware date 25jun2019. There was one other similar complaint identified during the review period. The aia-900 operator's manual under section 12: flags and error messages states the following: 4153 c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The probable cause of the reported event has not yet been determined; device evaluation is currently in-process.

Event description:
A customer reported getting error message 4153 c.trans-z home overrun on the aia-900 instrument. The customer tried to all set home but each time the error occurs. Tech support (ts) had the customer check the waste. The waste was not full or backed up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.